Event description:
Green or magnet "safe zone" fell apart during operating room case. The two outer layers separated and the magnets came free from the pad. Fluid may have spilled on the green magnet at the time of the event.